Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the error was verified. The representative dismounted the x leaf drive motor from the collimator assembly and manually exercised open/close motion to check for any binding. Motion action found to be smooth so mounted x drive motor back onto collimator assembly. Tested system by initializing system a number of times without any re-occurrence of collimator errors. Acquired 2d and 3d test spin. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. This device is not approved/marketed in us, but is similar to a device marketed in the us. No device brand name, UDI, or 510k provided as this device is not released for distribution in the united states). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to use system due to collimator initialization error on system startup. No patient was present at the time of the event.